Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Little round head of brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported on (B)(6) 2016 via phone that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown and thought that he/she had lost a tooth. When the consumer looked, it was the little round head of the oral-b power oral care refills professional white that had come off in his/her mouth. The consumer had purchased these brush heads as a pack of three. He/she had always used these particular brush heads and had never had a problem. No symptoms developed.

Manufacturer narrative:
On (B)(6) 2016 product investigation results: the reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that an inadequate handling led to the reported issue.

Event description:
Little round head of brush head came off in mouth [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported on (B)(6) 2016 via phone that he/she was brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown and thought that he/she had lost a tooth. When the consumer looked, it was the little round head of the oral-b power oral care refills professional white that had come off in his/her mouth. The consumer had purchased these brush heads as a pack of three. He/she had always used these particular brush heads and had never had a problem. No symptoms developed.